Manufacturer narrative:
Follow-up #1: date of submission 04/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: there were frequent replace battery alarms observed in the black box. The pump¿s electrical current draws were outside specifications. The pump was opened and moisture was found internally; a short battery life was due to moisture damage. Unrelated to the original complaint, the battery compartment and pump case were cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.